Event description:
Synergy china registry: it was reported that the subject died. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 75% stenosis and was 21 mm long with a reference vessel diameter of 2.7 mm. The target lesion was treated with pre-dilation and placement of a 3.00 mm x 24 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject died. Medication was given to treat the event. The primary cause of death was sudden death and it is unknown if an autopsy was performed.